Event description:
Complaint - due to the poly was extremely difficult to impact into the stem. Took him more than 10 impacts to fully seat it.

Manufacturer narrative:
The agent reported "dr green stated that the poly was extremely difficult to impact into the stem. Took him more than 10 impacts to fully seat it." This event occurred during assembly of components, near the patient. Significant adverse event was reported by the surgeon. There was a 3-5 minute delay in surgery, but the surgery was completed as intended. The device was inspected prior to use and found to be acceptable. The agent was present during the event and was able to provide another suitable device. RMA examination: the reported devices were not returned to surgical for evaluation. The product feedback form indicates the device was left in the patient. If at a later time the devices are returned an amendment will be opened. A review of the device history records (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was ncmr-70500 for 530-08-108, altivate reverse humeral stem standard shell, which document that out of 15 parts lot, 15 part was rejected due burrs around the suture holes from excessive porous and tape residue. Later, the rejected parts were reworked and accepted after proper justification. All other items in the lot met fit, form and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the surgery. There have been no other complaints reported against the reported lot numbers. 9 socket inserts have been consumed with no complaints 6 humeral stems have been consumed with no complaints. There's been 1 other similar complaint for this surgeon. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The surgery was completed successfully. The root cause of this complaint is likely due to bone or tissue interference. This is not an event due to the product malfunction or failure.